Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 700 mg/dl. The infusion set was changed multiple times. Insulin injections were administered to address the high bg level. The customer was admitted to the hospital due to diabetic ketoacidosis (dka). The customer was treated with insulin injections and intravenous insulin. The customer alleged the high bg may have been due to a sinus infection/urinary infection or due to issues with the infusion set. Tandem technical support performed a pump system check and no device issues were identified. The customer had been discharged on (B)(6) 2018. Bg had stabilized.